Manufacturer narrative:
Returned device was received in decent physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the attached cassette error was able to be replicated by analysts. The fault was determined to be fluid ingression and contamination on the dso sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received indicating that a cadd solis vip pump was alarming cassette not attache properly. No adverse effects reported.